Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, blood was noted in the helix mechanism on visual inspection.

Event description:
It was reported that there was an implant attempt where the lead was repositioned three times due to impedances 3900 to over 4000 ohms, sensing >20mv in multiple positions, and thresholds 1.5 volts. Fluoro showed the helix appeared fully extended. No patient complications were reported as a result of this event.